Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8261601. Medical device expiration date: 2023-09-30. Device manufacture date: 2018-09-18. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that half of the insulin in the bd ultra fine¿ insulin pen needle didn't get dispensed during the injection, and a new pen needle had to be used to complete the dosage. The needle was reportedly primed beforehand. Lot numbers 8261601 and an unspecified lot were reported to have been involved in this event, but it is unknown how many occurrences happened within each lot. The following information was provided by the initial reporter: consumer reported she noticed half of the insulin doesn't get dispensed during the injection and that she had to use the new pen needle to give the rest of the insulin. She does the priming. Occurence:10; incident date: unknown. Samples discarded. Item# 320122. She gets the nano needle at the local pharmacy. Lot# 8261601; expiration date: 2023-09-30. It has happened with the total of 5 boxes. Lot# available. She uses the new pen needles to her each injection.